Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure due to battery degradation. The patient was a known high-energy user and had reportedly been experiencing an increase in charging frequency. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.